Event description:
Clinical rationale: an impella 5.5 device was inserted via the right direct surgical approach in a 56-year-old female patient for elective placement. Upon admission to the cvicu, increased chest tube output was noted, and the patient was managed with volume resuscitation including one unit of packed red blood cells, cryoprecipitate, and fresh frozen plasma, with an act of 399 seconds. The treating team was not concerned with the chest tube output, and the patient was reported to be clinically stable at the time of reporting. Recent coronary artery bypass grafting was an additional contributing factor. 4 days later, the physician ordered 2 units of blood given because hemoglobin dropped to 6. Bleeding was resolved post washout later that evening. The patient was appropriately heparinized per standard protocol and the instructions for use prior to implant. The patient continues to receive hemodynamic support with the impella 5.5. The reported event involves major bleeding requiring blood transfusion in the setting of recent cardiac surgery and anticoagulation, which is most likely related to the surgical course and underlying clinical condition but the procedural anticoagulation required for impella implant could be a contributing factor.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Access site adverse event/major bleeding: the cause of access site adverse event/major bleeding issue was most likely determined as use related due to anticoagulation management and patient movement during support per clinical.

Manufacturer narrative:
D9 updated. The investigation is still ongoing.